Event description:
The reporter contacted animas on (B)(6) 2012 alleging that air bubbles are appearing in the infusion set. The reporter indicated that this has increased in frequency over the last two/three days. The patient has replace the cartridge and infusion set two times. The bubbles reportedly prime out but will re-appear in the next 1 to 2 hours. The air bubbles are reportedly 2-4 centimeters long in the tubing. This report is being made based on the allegation of air bubbles in the cartridge/tubing.

Manufacturer narrative:
(B)(4): the cartridge passed visual inspection; no damage or defects were observed to the luer lock, o-rings, plunger, or cartridge bodies. A fill test was completed with no air bubbles being formed; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed and no leaks were observed from the luer connection, o-rings, or cartridge body.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).